Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulator had low impedances, with a reading of 450 ohms. There was also an out of regulation (oor) message displayed. It was noted that the patient will be undergoing surgery in order to find out why the impedances are too low. Of note, the physician programmer showed all impedances within range. As of (B)(6) 2013 the patient had not undergone surgery. There were no diagnostic tests done. The voltage was lowered and the oor did not appear. However, this lead to a suboptimal therapeutic outcome for the patient. Additional information was requested, if received, a follow up report will be sent.